Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient she got (B)(6) infection when she was first implanted with interstim therapy. It was indicated that both oral and IV antibiotics were administered to resolve the reported infection. The patient reported they re-admitted her and treated her with both oral and IV antibiotics for 3 to 4 weeks which made it difficult to go back to work. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.